Manufacturer narrative:
Continued e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture photographic device evaluation: a review of the device through photos noted an opening, however the assessment of the opening was not possible as microscopic analysis could not be performed.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 04/12/2024.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
. Device evaluation: a review of the device noted an opening a on the posterior side assessed as an unidentified tear. The shell thickness within specification. A piece of missing shell was assessed as inconclusive.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced with non-abbvie device.